Event description:
It was reported, the single use aspiration needle could not be withdrawn after it was extended during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.